Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags ruptured/leaked at the seam. This was noticed upon delivery of medication to the floor/unit. There was no patient involvement. No additional information is available.